Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on her replacement pump. Customer reported that the alarm was resolved. Customer ended up in the hospital due to her pump not delivering. Customer's blood glucose level went over 400 mg/dl. Customer woke up on (B)(6) 2014 with high blood glucose levels. Customer called the paramedics since her blood glucose level was not going down. Customer's current blood glucose level was 70 mg/dl. Customer was disoriented and felt very hot and nauseous. Customer treated with the pump only. Customer's blood glucose level was 489 mg/dl at the time of the hospital visit. Customer was also dehydrated. Customer's blood glucose level was stabilized and was recommended to stay overnight, but the customer decided to go home. Customer was wearing the pump at the time of the 911 call. Customer was advised to change the entire set, reservoir, and insulin. Tubing clamp will be sent to complete high pressure tests. No further assistance needed.